Event description:
It was reported that during a proctectomy procedure, the first device did not function and the second devices', the hand activation knob did not push. The surgeon used another system to complete the case with no pt consequence.

Manufacturer narrative:
Date sent: 06/22/2007. Results: blade. Evaluation summary: the analysis results confirmed that the device a was returned with the distal tip of the blade broken off/the remaining blade portion was in good condition. This blade tip portion may have broken off of the device during transport to our decontamination facility or from our decontamination to the analysis site. The reported complaint was activation issues. Blade damage may occur from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error". Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The device b was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and it was found that the hand control switch assembly buttons were not functional. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. Batch # c9cx29. Mfg date: 10/06. Exp date: 9/11. The batch history records were reviewed with no anomalies noted during the mfg process.